Event description:
It was reported that the patient received a notification alert for capacitor charge time-out. Patient was asymptomatic. Capacitor maintenance was performed in-clinic and normal charge time was noted. Patient will continue to be monitored.

Manufacturer narrative:
(B)(4).